Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy dialysis fluid. The cause, hospitalization and treatment were not reported. The patient outcome was reported as "doing fine". On an unknown date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.